Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the distal left circumflex (lcx). The lesion was calcified and moderately tortuous with an 85% stenosis. The physician predilated the lesion with a 2.25x15mm non-bsc balloon, and then attempted to deliver the 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the physician attempted to withdraw the stent from inside the pt, the stent dislodged near the proximal to distal portion of the lcx. The physician feels that the stent may have caught on the calcification in the lesion. The physician was able to retrieve the stent using a snare. The procedure was successfully completed with a 2.50x15mm non-bsc stent. There were no pt complications and the pt condition is listed as good.